Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced worn vacuum pump, which resolved the issue. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the vacuum pump did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6), or the vacuum pump.

Event description:
The customer reported falsely decreased results on multiple assays generated by the architect c4000 processing module for multiple patients. The samples were repeated, and normal results were obtained. The following data was provided: customer¿s normal range: sodium: 136 to 145 mmol/l. Potassium: 3.5 to 5.1 mmol/l. Calcium: 8.4 to 10.2 mg/dl. Total bilirubin: 0.2 to 1.2 mg/dl. (B)(6) 2025 sid (B)(6): initial sodium result = 106 mmol/l, repeat result = 139 mmol/l. (B)(6) 2025 sid (B)(6): initial potassium result = 2.2 mmol/l, repeat result = 4.1 mmol/l. Initial sodium result = 107 mmol/l, repeat result = 138 mmol/l. (B)(6) 2025 sid (B)(6): initial sodium result = 112 mmol/l, repeat result = 141 mmol/l. Initial total bilirubin result = < 0.1 mg/dl, repeat result = 0.4 mg/dl. (B)(6) 2025 sid (B)(6): initial calcium result = 5.7 mg/dl, repeat result = 9.2 mg/dl. (B)(6) 2025 sid (B)(6): initial potassium result = 2.2 mmol/l, repeat result = 3.9 mmol/l. Initial sodium result = 120 mmol/l, repeat result = 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased results on multiple assays generated by the architect c4000 processing module for multiple patients. The samples were repeated, and normal results were obtained. The following data was provided: customer¿s normal range: sodium: 136 to 145 mmol/l potassium: 3.5 to 5.1 mmol/l calcium: 8.4 to 10.2 mg/dl total bilirubin: 0.2 to 1.2 mg/dl. On (B)(6) 2025, sid (B)(6): initial sodium result = 106 mmol/l, repeat result = 139 mmol/l . On (B)(6) 2025, sid (B)(6): initial potassium result = 2.2 mmol/l, repeat result = 4.1 mmol/l , initial sodium result = 107 mmol/l, repeat result = 138 mmol/l . On (B)(6) 2025, sid (B)(6): initial sodium result = 112 mmol/l, repeat result = 141 mmol/l , initial total bilirubin result = < 0.1 mg/dl, repeat result = 0.4 mg/dl . On (B)(6) 2025, sid (B)(6): initial calcium result = 5.7 mg/dl, repeat result = 9.2 mg/dl. On (B)(6) 2025, sid (B)(6): initial potassium result = 2.2 mmol/l, repeat result = 3.9 mmol/l, initial sodium result = 120 mmol/l, repeat result = 138 mmol/l , no impact to patient management was reported.